Event description:
Tech alleged that the siderail was not locking in the up position.

Manufacturer narrative:
Tech found that fluid had poured down into the pt right siderail. Tech disassembled the siderail and cleaned out the latching assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.